Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment for a thoracic aortic aneurysm and a chronic type a aortic dissection using a gore® tag® conformable thoracic stent grafts with active control system (ctag ac; tgmr373720j). This procedure was performed following total arch replacement. On (B)(6) 2023, the patient underwent an endovascular treatment for an ulcer-like projection (ulp) on the descending aorta using two additional ctag acs (proximal tgm282815j, distal tgm343420j). This procedure was unrelated to the initial procedure. On (B)(6) 2023, a reintervention was performed as distal aortic neck enlargement due to a type ii endoleak and a distal type I endoleak were found during a follow-up observation. An additional device was placed extending distally and an intra-aneurysmal coil-embolization procedure was performed. The type ii endoleak remained but no further treatment was given. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c20- a review of the manufacturing records for the devices are going to be conducted. The investigation is in process. Further information will be provided. The devices remain implanted and are not available for analysis. Also were implanted: tgm282815j/ 23799272 UDI# (B)(4) and tgmr373720j/unk. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6 investigation conclusion code removed d1001: adverse event related to patient condition.

Manufacturer narrative:
H6: code c19- a review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to aortic expansion, endoleak and reoperation . Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note that tgm282815j/ 23799272 UDI# (B)(4) and tgmr373720j/unk were reported by mistake. Since type ii endoleak is more of a physiological response, and not the fault of any one device, we¿ve been able to choose one representative device in a system of components to capture the type ii.